Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the clinic after receiving several shocks, and noting that they felt mildly symptomatic and shortness of breath. Review of the device found episode with supraventricular tachycardia rhythm where anti-tachycardia pacing and six shocks were delivered. One of the shocks had accelerated the rhythm to ventricular fibrillation, and the final shock converted the patient back to sinus rhythm. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device revealed no anomalies. The device was exposed to simulated heart load conditions, where the pacing, sensing, and shocking functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported field observations.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the clinic after receiving several shocks, and noting that they felt mildly symptomatic and shortness of breath. Review of the device found episode with supraventricular tachycardia rhythm where anti-tachycardia pacing and six shocks were delivered. One of the shocks had accelerated the rhythm to ventricular fibrillation, and the final shock converted the patient back to sinus rhythm. The device remains in-service. No adverse patient effects were reported. The device was since explanted and replaced due to upgrade from ICD to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.